Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the stickiness/foreign material found on the device could not be determined, however, the issue was likely the result of fluid immersion and or insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician found stickiness/foreign material on the device up/down plate, the universal cord and on the device grip/control body. There was no patient involvement, and no harm was reported as a result of the event.